Event description:
It was reported that during assembly it was identified that the device had a broken tip. No adverse consequences or procedural delays were reported to have been associated with this event.

Manufacturer narrative:
The device was not returned, therefore, a root cause could not be determined.

Event description:
It was reported that during assembly it was identified that the device had a broken tip. No adverse consequences or procedural delays were reported to have been associated with this event.